Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection/insulin pen. The customer reported blood glucose value of 350 mg/dl. The customer reported device test failed. The event involved product(s) mmt-1715kl, mmt-397a, mmt-332a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. High pressure test did not pass twice. No further patient complications were reported. Mmt-1715kl was requested and customer response was the device will be returned. No product return is required for mmt-397a and mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The following were noted during visual inspection: scratched case. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 25-apr-2024 in the pump history file. (B)(6) 2024 05:55:42.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.2 bolusamountdelivered = 3.2 (B)(6) 2024 06:11:34.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.2 bolusamountdelivered = 2.2 (B)(6) 2024 08:46:38.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.1 bolusamountdelivered = 2.1 (B)(6) 2024 09:37:06.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1. Bolusamountdelivered = 1.. (B)(6) 2024 12:09:32.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 2.5. Bolusamountdelivered = 2.5. (B)(6) 2024 12:17:10.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1. Bolusamountdelivered = 1. (B)(6) 2024 13:34:54.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 3.5. Bolusamountdelivered = 3.5. (B)(6) 2024 14:50:30.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 2. Bolusamountdelivered = 2 please see below for the daily total of all insulin delivered on the event date 25-apr-2024 in the pump history file. (B)(6) 2024 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 04/25/2024 00:00:00.000. Dailytotalofallinsulindelivered = 34.35. Dailytotalofbasalinsulindelivered = 16.85. Dailytotalofbolusinsulindelivered = 17.5. There were no auto suspend (12) alarm noted on the event date 25-apr-2024 in the pump history file. There were no user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 25-apr-2024 in the pump history file. (B)(6) 2024 18:43:00.000 alarmalertnotification faultnumber = low battery alert (104) (B)(6) 2024 20:08:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal. (B)(6) 2024 20:18:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal. (B)(6) 2024 20:29:39.000 batteryremoved (B)(6) 2024 20:29:39.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2024 20:31:40.000 batteryinserted (B)(6) 2024 20:31:40.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2024 20:31:50.000 batteryremoved (B)(6) 2024 20:31:50.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2024 20:32:11.000 batteryinserted (B)(6) 2024 20:32:11.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2024 20:32:15.000 batteryremoved (B)(6) 2024 20:32:15.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2024 20:32:42.000 batteryinserted (B)(6) 2024 20:32:42.000 alarmalertnotification faultnumber = failed batt test (58) (B)(6) 2024 20:32:48.000 batteryremoved (B)(6) 2024 20:32:48.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2024 20:33:08.000 batteryinserted the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Low battery alert (104) - not confirmed. No delivery (7) - not confirmed. Failed batt test (58) - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Device test failed not confirmed. No current code/category not confirmed (svn 000317369280). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.